Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance. Technical services (ts) reviewed the device data and discussed the shock impedance has been elevated for more than one year, and the daily measurements show a range between 132 to 165 ohms. Possible causes were discussed as well as troubleshooting and recommendations. The rv lead remains in service. No adverse patient effects were reported.